Event description:
The pt reportedly experienced facial nerve stimulation. The pt was seen by a company rep for device eval. Testing confirmed that the pt's device was not functioning. The decision was made to explant the device. The pt's device was explanted.